Event description:
Voluntary medwatch received states the patient's right ventricular (rv) lead presented with an infection. The lead was capped and replaced in a procedure on an unknown date. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155963.